Event description:
Reported by end user hosp. Connection (male-r/a adaptor) from protection station to manifold is loose- they are pulling air. They hand tighten, but you can still wiggle the connector. There were no pt injuries.

Manufacturer narrative:
Three returned, unused, kits as well as two kits allocated from our finished goods warehouse were inspected. All connections from the rotating adaptors were checked and found to be acceptable. The samples were hand tightened and leak tested, and the adaptors were leak tested, with no leakage noted. No air was observed when aspiration and injection was performed on the samples. The connections were able to be tightened without difficulty and remained secure.